Event description:
Information received from the field does not address the patient's clinical status but notes that during the implant procedure, the device consistently measured >2500 ohms lead impedance. The device was not sensing and capture thresholds were high.